Event description:
(B)(6) home health care nurse is infusing day 1; however, keep getting air in line error. Home health care nurse has changed tubing, re-primed, changed batteries, manually knocked out air bubbles; however, unable to resolve error. Pharmacy replacing pump. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result unknown if patient has defective product on hand. All known information is contained on this form. Unknown if md is aware. Pump serial number: (B)(6). Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.